Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's maude report from FDA, which states ¿ alaris IV pump tubing became completely disconnected at area of insertion into the pump surrounding the blue plastic fitting. The area that became disconnected (split into half) was the very soft pliable area of the tubing that is inserted into the pump itself where the chamber assesses for air bubbles. Second tubing set issue was a large bubble that protruded out of the same area discussed above in the soft pliable area in the tubing. Diagnosis or reason for use: IV pump tubing dehp free, IV tubing administration set. "

Manufacturer narrative:
The customer¿s report that the set separated at the upper fitment was confirmed. Visual inspection of the set showed that the silicone segment had a large tear near the upper fitment. Examination under magnification showed no crush mark to the upper fitment. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that tubing came apart at the upper fitment and leaked when infusing a secondary vancomycin at an unspecified rate. There was no report of patient harm or medical interventions. Heparin was attached however not infusing at the time of the event. The event occurred in pediatrics ICU.